Event description:
It was reported that there was ventricular oversensing and therefore no ventricular pacing. Attempts to follow-up were not successful. The ventricular lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.